Manufacturer narrative:
Ventec provided the customer with technical and clinical assistance and found that the device was not set up correctly. After making the necessary changes, fio2 was at 100%. The device was not returned to ventec for evaluation. Based on the information available, it's reasonable to conclude that the likely cause of the reported low fio2 levels was use error.

Event description:
It was reported to ventec that the ventilator was getting low fio2 (fraction of inspired oxygen) readings. There was no patient involvement associated with the reported event. Additionally, the initial reporter did not provide the device's serial number.